Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the insulin pump beeped for about an hour and then went blank. Customer's blood glucose reading was 180 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display followed by a constant tone due to a cold solder joint on the mother board. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.